Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a esophageal banding procedure performed in 2009 on a female patient. According to the complaining, during the procedure, the bands were rolling off after they were deployed. The procedure was completed by the physician injecting a sclerosant agent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.